Manufacturer narrative:
The hill-rom technician found the bed exit does not alarm at the bed side due to a bad external alarm. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed. It is unk if the facility performed any other preventative maintenance on their beds. The technician replaced the external alarm to resolve the issue. Based on this info, no further action is required. (B)(4).

Event description:
Hill-rom rec'd a report from the account stating the bed exit does not alarm. The bed was located at the account in a storage area. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).